Event description:
Reporter indicated that the pt's pulse generator was starting to migrate out. It was also reported that the pt "picks at the device". Further f/u revealed that the pt's device was replaced. It was reported that the pt is currently doing ok.